Manufacturer narrative:
The event occurred in (B)(6).

Event description:
It was reported the lancet protrudes beyond the end cap of the softclix device. No adverse event reported. The reporter did not provide the lot number of the device, nor the lancets. Return of the suspect device was requested for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).